Event description:
The customer reported that their device stated "shock not delivered" during testing. When the device displayed this message, the service wrench also illuminated on the device. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio determined that the cause of the reported failure was due to an integrated circuit chip, designator u1 from the analog pcb assembly. The ic chip was shorted from legs 1 to 10, which did not allow the device to charge and deliver defibrillation energy. The customer received a replacement device.